Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to hematoma and infection. This crtd was replaced with same model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to hematoma and infection. This crtd was replaced with same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the bsc aware date field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to hematoma and infection. This crtd was replaced with same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the bsc aware date field. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.